Event description:
A healthcare worker experienced burning and throbbing with whitening of the skin at the contact sites of the fingertips after touching peel packs which had residue inside the pack. The symptoms resolved in five hours. Cycle had completed and vaporizer plate was reported as in place.